Event description:
Rptr called on behalf of daughter who rec'd the er1 message. Rptr stated she knew her daughter's blood glucose was high and had her daughter "run around and drink lots of water". Rptr uses basic meter as a backup to the er1 message on surestep meter. Rptr could not recall blood glucose result during this incident but did claim she remembered that her daughter's blood glucose went down after daughter ran around for a while.